Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch report received from depuy ortho, (B)(4). During procedure fluoroscopy was utilized to assist with visualization during screw placement. To aid in screw placement, a cannulated awl was navigated transpedicularly into the vertebral body under ap and lateral fluoroscopy guidance. A k-wire was then placed and advanced to the anterior portion of the vertebral body firmly within the bone. The screw was then directed over this k-wire. The k-wire was removed prior to driving the screw home. At this time, the tip of the k-wire had sheared off and was contained within the anterior vertebral body. X-ray was utilized using multiple views. It was noted to be fully encased in the bone and irretrievable. The 5 mm piece of retained k-wire was left in place.